Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified artery. A 2.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, it was noticed that the stent distal tip was lifted. The procedure was completed with another of the same device. No patient complications were reported.